Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. Vascular access was gained via the femoral artery. The 75% stenosed, 18mm in length, concentric shaped, de-novo target lesion was located in the mildly calcified and mildly tortuous, 4.0mm in diameter, distal right coronary artery (rca). The lesion was not pre-dilated. During advancement of the 4.0x20mm synergy stent to the distal lesion the stent dislodged from the balloon. The stent deployment balloon was inflated to 2atm and used to pull the dislodged stent back to the proximal rca and into the guide catheter. The procedure was completed with another 4.0x20mm synergy stent. No further patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. Vascular access was gained via the femoral artery. The 75% stenosed, 18mm in length, concentric shaped, de-novo target lesion was located in the mildly calcified and mildly tortuous, 4.0mm in diameter, distal right coronary artery (rca). The lesion was not pre-dilated. During advancement of the 4.0x20mm synergy stent to the distal lesion the stent dislodged from the balloon. The stent deployment balloon was inflated to 2atm and used to pull the dislodged stent back to the proximal rca and into the guide catheter. The procedure was completed with another 4.0x20mm synergy stent. No further patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded. The crimped stent was detached from balloon and not returned with device for analysis; however, crimp markings were evident on balloon. During the analysis of the device, the balloon was inflated to 16atm (rbp) and deflated without any issues. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink on the mid-shaft, 67mm distal from mid-shaft bond. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. Vascular access was gained via the femoral artery. The 75% stenosed, 18mm in length, concentric shaped, de-novo target lesion was located in the mildly calcified and mildly tortuous, 4.0mm in diameter, distal right coronary artery (rca). The lesion was not pre-dilated. During advancement of the 4.0x20mm synergy stent to the distal lesion the stent dislodged from the balloon. The stent deployment balloon was inflated to 2atm and used to pull the dislodged stent back to the proximal rca and into the guide catheter. The procedure was completed with another 4.0x20mm synergy stent. No further patient complications were reported. This product is only ous approved but it is similar to an approved u.s. Device.